Event description:
It is reported that the pt's elbow was revised due to failure of the components.

Manufacturer narrative:
Evaluation summary: a photo of the revised replacement kit was provided. As seen in the photo the inner pin tines appear to be compressed and fractured at the tines locking feature. The photo also shows wear to the bushings. X-rays were provided that indicate the outer pin was not locked into the inner pin. This may have been caused by the fracture of the inner pins locking feature. The activity level of the pt is unk; however this is not the first revision for this pt due to an inner pin failure. This could indicate the pt is non-compliant with the five pound restriction. Cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.